Event description:
The pt was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver 80 ml/hr. 725 cc were delivered where the pump should have delivered 252 cc. There was no illness,injury or medical intervention resulting from the event. A respiratory therapist administered a breathing treatment. The pt was fine following the event. One pt involved.